Event description:
Rptr has been wearing contact lenses for 10 years without problems. A previous lot of lenses had visible scratches on them. They were returned to prescribing optometrist who said he has had other pts with lenses with jagged edges but the lenses were not reported. Rptr's lenses were replaced but some of these had scratches on them and she experienced pain when using them.